Event description:
During a ventricular tachycardia procedure, display issues with the ensite x software resulted in cancellation of the procedure. When using the ensite x system in voxel mode and mapping was done using the advisor hd grid catheter, everything was normal. However, when arriving at the anterior apical part of the left ventricle, the catheter had disappeared. Everything else remained the same and the green light was on but, only in that particular spot did the catheter disappear. Switching to navx mode caused the catheter to reappear but, after cardioversion, when the mode was switched back to voxel, the distortion meter was frozen in red. The mode was switched off voxel and the catheter was reinserted into the patient which resolved the distortion meter issue, but the catheter disappeared. Changing the catheter did not resolve the issue. After trying to map for a while longer, the decision to end the procedure was made due to the issue persisting. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event stated that "when arriving at the anterior apical part of the left ventricle, the catheter had disappeared" and ¿when the mode was switched back to voxel, the distortion meter was frozen in red.¿ the results of the investigation are inconclusive since the device was not returned for analysis. The case study was received for review; however, device logs were requested but were not provided. Based on the information received, the cause of the reported incident could not be conclusively determined.